Event description:
The index surgery on (B)(6) 2012 was somewhat challenging secondary to imaging difficulties. The pt had a lot of bowel gas and it was difficult ti distinguish the neuroformaina from the bowel gas. Two ifuse implants were placed. The first implant was a 7 x 50 mm, and the second implant was a 7 x 40 mm. The second implant was placed very closely to the first implant. During insertion of the second implant, the second implant came in contact with the first implant, and the first implant was advanced inadvertently. Final imaging showed that the first implant wa sin a reasonable position. The pt had significant pain in his left foot when he awoke in the recovery room. A CT scan showed that the first implant was malpositioned, with its tip entering the first neuroforamen. The surgeon took the pt back to surgery the next morning. Si-bone removal instrument was used to back up the first implant about 4 mm. The surgeon saw the pt the end of may. At that time, the pt was having only a trace of pain in the buttock, no pain in the leg, no numbness, weakness or tingling in the legs. Overall the pt is doing well with no sequelae.

Manufacturer narrative:
Based upon the complaint info and investigation, the root cause for the revision surgery was incorrect placement of the ifuse implant. Late report of this adverse event is addressed under (B)(4).